Manufacturer narrative:
Per tandem¿s t t:slim x2 with control-iq user guide: "your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming with the pump attached to body and subsequently, a malfunction alarm occurred and the pump touch screen was unresponsive. Additionally, it was reported that the pump time was incorrect. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 113 mg/dl.